Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2014, the patient was diagnosed with peritonitis. The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The peritonitis was manifested by stomach pain and cloudy pd effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics, intraperitoneally, for ten days. On an unreported date within the same month as onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available at this time. This is report 4 of 4 involved in this event.